Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "vitrectomy probe stopped actuating" (failure to cut). The nurse reported the vitrectomy probe stopped actuating during surgery. The vitrectomy probe was switched out and the case was completed as planned. The nurse stated the scrub technician noted the probe stalled and made an abnormal noise. No pt injury was reported.

Manufacturer narrative:
The sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).